Event description:
It was reported that a patient using the ilet experienced multiple hypoglycemic episodes and erratic glucose control associated with improper cartridge preparation (injecting air into insulin cartridges), a failed infusion set, and meal over-announcements used as correction, after which a factory reset was performed and the patient transitioned to contact-detach infusion sets with re-education. Symptoms included feeling faint while administering glucagon and intermittent nausea. Outcomes included use of glucagon for a severe low, no hospitalization, and no ketone positivity on two checks despite a prolonged high alert. Investigation included complaint review, user interview, and troubleshooting with clinician-supported re-education. Investigation of this case revealed user-related technique errors in cartridge filling and meal announcement practices, as well as infusion set issues, with improved outcomes after retraining and change of infusion set. It was concluded that device performance was consistent with design and that user handling and use errors contributed to the reported hypoglycemia and hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.